Event description:
It was reported that the user experienced hypoglycemia after returning from a period of higher carbohydrate intake while visiting family, during which the ilet delivered meal boluses that were too large for the user¿s new, smaller carbohydrate meals at home. Symptoms included low blood glucose readings around 70 mg/dl. Outcomes included self-management at home with oral glucose and no hospitalization. Investigation included troubleshooting and education on monitoring, allowing the system to adapt to new meal patterns, and giving small corrections to treat lows while permitting the pump to learn and taper boluses over the next few days. Investigation of this case revealed user-specific changes in dietary intake leading to relative over-delivery of meal bolus by the adaptive algorithm as it adjusted to the new usual. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with algorithm adaptation to recent dietary changes. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.